Event description:
Customer reportedly obtained a result of 180mg/dl on the advantage system and 100mg/dl on the doctor's device. No adverse event reported action was taken based on device result. No adverse event reported. Comparison performed in doctor's office. Requested return of suspect system and replacement was sent.